Event description:
Additional information was received which indicated this ICD and rv lead were explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments. Calcified bodily fluid was noted on the distal shock coils and on the lead tip. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis noted that depending on the amount of calcification on the lead prior to explant, the impedance measurements could have been affected.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) shock impedances, on the right ventricular (rv) lead, measuring greater than 200 ohms. In addition, intermittent pacing impedances spikes were observed. A revision procedure was planned, however, at this time, the ICD and rv lead remain in service. No adverse patient effects were reported.